Event description:
According to the reporter: the patient was being brought back to the operating room due to a suspected retained material from the specimen retrieval bag. Account wanted to know if the device was radiopaque.